Manufacturer narrative:
Outer base tube assembly; outer base tube weldment.

Event description:
It was reported by service report that there are cracks in the outer base tube assembly weldment. No pt involvement or adverse consequences are reported.